Event description:
It was reported by the customer that during use on patient cardiosave intra-aortic balloon pump (iabp) noise appears on the electrocardiogram. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6) hospital. Due to character limitation e1 event site full name: (B)(6) .

Event description:
N/a

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. ECG signal input from external input using a simulator worked normally. The fse cleaned the external input connector and external input terminal. An operation inspection was performed. The iabp was returned to the customer in good condition.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions, h11.